Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed for potentially associated lot number(s) sr13f22014 and sr13d14024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution infusion set leaked. It was not specified at what step this occurred. The reporter stated that a puddle of normal saline and 10 mmol of potassium chloride was found on the floor. The reporter stated that they saw the solution dripping from the bottom of the filter on the IV line. There was no patient involvement. No additional information is available.